Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the water jet tube clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the water jet tube. In addition, our technician confirmed that the water nozzle clogged; however, this defect is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630 (air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.